Event description:
It has been reported to philips that vertical lines appeared on the fluoroscopy monitor. The patient had to be moved to another room. There was no report of harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and could not confirm the reported issue. Analysis of system log file does not show any x-ray not possible malfunction. Customer stated that the vertical lines were appeared on the fluoro monitor in the exam room and the reboot did not resolve the issue. Upon fse visit the system was working as intended after the customer powered down and back the system. After a long wait, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.